Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-00224 regarding the commander delivery system. The esheath was returned for evaluation. Pre-decontamination evaluation was performed and determined the distal tip of the sheath did not expand and the liner was torn. Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during tavr of a 29mm sapien 3 valve in the aortic position via right tf approach, tracking and withdraw difficulties occurred with the commander delivery system (ds) resulting in surgical cut down of the iliac artery to remove the devices. A graft was placed. Upon removal the sheath was observed to be ¿split¿. From the op notes, due to the patient¿s height, the bav (z-med 100cm) would not reach the annulus. The esheath was inserted without difficulties. The ds was inserted and had resistance in the ilio-femoral system and on fluro, it appeared the ¿valve was through the esheath¿. Attempts were made to remove the system, but had mark resistance. The patient became hypotensive due to an iliac rupture. An occluding balloon was inserted through the left groin to achieve hemostasis. Surgical consult was notified and the ds was surgically removed and the vascular injury was repaired with a dacron graft conduit. Bav was then completed and a new 29mm sapien 3 valve was deployed with no complications. Post implant tee showed trace central regurgitation and trace pvl. The patient is recovering 'well'.

Manufacturer narrative:
The sheath was returned after being used in the procedure. The delivery system was inserted through the sheath, with the thv protruding out of the sheath shaft. The devices were separated for evaluation; as a result, the sheath distal tip was expanded by engineering. Visual inspection showed, the sheath distal tip was not expanded, the liner was torn from the unexpanded portion of the distal tip (approximately 5.5¿), scratches were present on the sheath shaft, kinks were present on the sheath shaft approximately 5¿ and 6.5¿ from the distal tip. Dimensional testing showed the wall thickness of the liner along the tear meet the specification for liner thickness. No relevant functional testing could be performed due to the damaged condition of the returned device (sheath liner torn). When the delivery system was advanced to separate the device for evaluation, the sheath tip opened normally. The lot number was not provided; therefore, a lot history review and device history review could not be performed. A review of the complaint history revealed that the occurrence rates did not exceed the january 2017 control limits for the trend category of ¿damaged¿. A review of the complaint history revealed that the occurrence rates did not exceed the january 2017 control limits for the trend category of ¿seam issues¿. A review of the complaint history revealed that the occurrence rates did not exceed the january 2017 control limits for the trend category of ¿resistance between devices¿. A review of the complaint history revealed that the occurrence rates did not exceed the january 2017 control limits for the trend category of ¿withdrawal difficulty¿. No instructions for use and training deficiencies were identified. During manufacturing, the esheath shafts were 100% inspected by manufacturing per including for the following: · visually inspect the tip under 10x magnification o do not accept tips with serrated transition, holes, or rough surface or tears. During manufacturing, the esheath distal soft tip was scored and 100% inspected o visually inspect the tip under 10x magnification o reject for ID scratches in the liner expansion pathway o reject for tears · during the final inspection, the device underwent 100% inspection by both manufacturing and quality for the following: o visually inspect using minimum 3x magnification: wrinkles, kinks, bends, or mechanical damage o visually inspect tip interface using minimum 3x magnification. Do not accept tips with serrated transition, holes, or rough surface o visually inspect tip for flash and excess material using minimum 10x magnification. The complaint for sheath shaft liner torn was confirmed as a liner tear was present on the returned device. No manufacturing non-conformances were identified and the sheath liner thickness was found to be within specification. Per the filed report, the patient anatomy was very tortuous and calcified. These conditions are supported by the condition of the sheath, which was kinked and had scratches along the shaft. It is possible that the sheath liner interacted with the calcification, causing damage that resulted in the sheath liner tearing when the sheath or delivery system were inserted. Therefore, the liner tear is attributed to patient factors (calcification). The complaint for sheath seam does not open was confirmed since the sheath distal tip was not expanded on the returned device. However, no manufacturing nonconformances were identified and engineering was able to expand the sheath tip along its score line with no abnormalities observed. It is possible that the sheath liner was torn prior to or during insertion of the delivery system into the sheath. As a result, applying force to the delivery system to advance it through the sheath may have caused it to buckle and protrude out of the sheath seam along the sheath shaft instead of advancing past the sheath tip. The tortuous anatomy (as described) would have been conducive to the delivery system protruding from the liner tear since the delivery system would not have been contained by the sheath in curved anatomy. Therefore, it is likely that the distal tip not opening is due to the liner being torn (procedural factor) and patient anatomy (patient factor). The complaint for sheath shaft resistance with delivery system, bc; was also confirmed based on the condition of the returned device. Based on the evidence above which substantiates the root cause for the complaint ¿sheath seam does not open¿, advancing the delivery system through the sheath would have been difficult since the force applied for advancing the delivery system would have caused the delivery system flex shaft to protrude through the torn liner and out of the sheath shaft instead. Therefore, it is likely that the sheath shaft resistance is also due to the liner being torn (procedural factor). The complaint for sheath shaft withdrawal difficulty was confirmed based on the condition of the returned device. Since the thv was protruding out of the sheath shaft; such a condition would have made it difficult to withdraw the devices through the anatomy, particularly with the tortuosity and calcification described in the reported event. The complaints for sheath shaft liner torn, sheath seam does not open, sheath shaft resistance with delivery system, and sheath shaft withdrawal difficulty were all confirmed. However, no potential manufacturing non-conformances were identified. Available information suggest that patient factors (calcification and tortuosity) and procedural factors (liner tear) contributed to the events. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.